Event description:
The MFR received info alleging a ventilator operated intermittently on ac power. There was no harm or injury reported.

Manufacturer narrative:
The device was evaluated at the facility where it was being used and the issue was found to have been caused by the ac power cord. The power cord was discarded and is no longer available for investigation. The reporter of the issue indicated the pt was unplugging the device in a manner which caused the intermittent operation.